Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Upon review of medical records, an attempt and subsequently aborted tavr procedure with 23mm sapien 3 valve.  During access, a 6 mm balloon was used to dilate left aortoiliac junction as well as mid abdominal aorta due to severe aortic calcific occlusive disease and athersclerotic plaque. After some difficulty the aortic valve was crossed and a balloon valvuloplasty was performed with a 20-mm balloon. An attempt was made to advance the 23mm valve without success. The sheath was able to be advanced above narrowing in the abdominal aorta; however, the valve could not be advanced. Abdominal aorta was dilated with a 7mm balloon and again attempts were made to pass without success. The valve was attempted to be retrieved into the sheath, but difficulty was encountered due to extensive atherosclerotic disease. The valve was a 23mm and CT of abdominal aorta measurements were around 18mm, so there was concern for perforation if deploying valve in the abdominal aorta. The delivery catheter was withdrawn, and the stented valve remained in the abdominal aorta. A covered stent was placed next to the undeployed valve and was expanded and compressed against the wall, excluding the foreign body valve from aortic circulation. A post dilation of a covered stent was performed. Good position and seal zone with good flow down bilateral iliac arteries distally were observed. A complete heart block was present from valvuloplasty and a permanent pacemaker was inserted. The patient was transferred to ICU in guarded condition. The patient¿s condition rapidly deteriorated and the family proceeded with dnr.

Manufacturer narrative:
Additional information to describe event or problem.  The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The 3mensio and a photo were provided and reviewed. The 3mensio reveals heavy calcification throughout the access vessels and descending aorta. The photo reveals that the valve appears to be canted against the delivery system flex tip and the valve frame and struts appear to be damaged. During manufacturing, visual inspections and tests are performed throughout the process. Per procedure, the inflation balloons are 100% visually and dimensionally inspected for any damage. Per procedure, each guidewire shaft is fully inserted into the marker band verification fixture and 100% visually inspected. During the balloon pleat, fold and forming process, the balloon is 100% inspected for balloon size and contamination per procedure. After the process, the balloon is 100% inspected for fold lines and distorted/pinched folds. Per procedure, the flex tip outer diameter is 100% dimensionally inspected. During final assembly per procedure, the functionally of the delivery system is 100% tested. The delivery system is 100% visually inspected distal to proximal by both manufacturing and quality. Additionally, device undergoes a product verification testing on a sampling basis. All samples must pass the following tests: visual inspection and tensile testing.   These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The device history record review was performed and did not reveal any manufacturing non-conformances that would have contributed to this complaint event. A lot history review did not reveal any other similar complaints for the trend category. A review of complaint history from september 2018 to august 2019 revealed other returned complaints for the commander delivery system (all models and sizes). However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggests that patient/procedural factors contributed to the events. A review of complaint history revealed that the occurrence rate did not exceed the august 2019 control limit for all the trend categories. The IFU, device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The procedural training manual provides guidance on inserting the delivery system through the sheath. Factors that can assist with insertion of the delivery system are as follows: check the delivery system is locked in default position and edwards logo up, insert loader completely into sheath, ensure wire is still in lv, ensure sheath tip is still past the aortic bifurcation, advance thv through loader and sheath using short movements, and retract loader and peel away if more working length is needed. The thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation and to prevent possible leaflet damage, the thv should not remain in the sheath for over 5 minutes. In addition, the procedural training manual provides guidance on thv retrieval through sheath: thv can be retrieved through sheath only before thv deployment (still crimped), ensure the thv is centered on the flex tip ensure delivery system is locked, verify the flex catheter is completely un-flexed, retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the tip, ensure the edwards logo on the sheath handle is facing upward, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position, and do not re-use the sheath, thv or delivery system once thv is retrieved. Do not force the thv into the sheath and if resistance is felt, the thv may be caught on the sheath tip, stop advance the thv past the sheath tip and ensure thv is centered on the flex tip and rotate the delivery system before trying again. No IFU/training deficiencies were identified. The complaint was unable to be confirmed. Based on the provided imagery, it appears that the valve was crushed against the flex tip indicating the valve was still over the crimp balloon. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. A review of manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies. The patient¿s access vessel was noted as heavily calcified and moderately tortuous. The delivery system/valve had difficulty advancing through the aortic. Per the complaint description, ¿the valve was caught between two ¿giant¿ pieces of calcium, one in the front of the valve and the other in the back of the valve and it could not be retrieved. The patient¿s anatomy was extremely calcified. The valve was left in the thoracic aorta because it was becoming dislodged from the balloon.¿ if the valve frame was caught in between calcification nodes, attempt to advance/retrieve the delivery system can result in valve dislodging from the balloon. In this case, based on the available information, patient (heavy calcification) and/or procedural (delivery system retrieval while valve being caught on calcification) factors may have contributed to the complaint event. However, a conclusive root cause is unable to be determined at this time. Review of complaint history revealed that the occurrence rate did not exceed the august 2019 control limit for the trend category. There were no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified; therefore, no corrective and preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing. UDI # (B)(4). This is one of two reports being submitted for this case. Reference mfg. Report no. 2015691-2019-03258.

Event description:
Preceding a transfemoral tavr with a 23mm sapien 3, the patient had known arterial disease with calcification so pre-dilation of the iliac and aorta was performed prior to esheath insertion.   During a transfemoral procedure, a 14fr esheath was inserted without any difficulty. During insertion of the commander delivery system into the 14 fr esheath, resistance was noted. Upon further insertion, the delivery system/valve was ¿getting caught¿ in the thoracic aorta due to extremely calcification.  The valve could not be advanced any further and the operator was unable to go forward or backward with the system.   The valve was caught between two ¿giant¿ pieces of calcium, one in the front of the valve and the other in the back of the valve and could not be retrieved.  The valve had become dislodged from the balloon and a decision was made to leave the undeployed valve in the thoracic aorta. The valve was then ¿crushed¿ in the thoracic aorta and a covered stent was placed to secure the valve.  During manipulation, the valve became ¿disfigured¿ and damage to the stent struts were noted.  A vascular surgeon was called to review the event. A decision was made to remove the delivery system through the sheath and the system was successfully removed as a unit without injury to the patient. The case was aborted, and the patient was stable.  Of last communication, approximately 2 days post procedure, the patient expired. The ¿unofficial¿ cause of death was abdominal aorta dissection and hematoma that caused occlusion of mesenteric artery. No other imaging can be provided.